Manufacturer narrative:
The investigation into the limb ischemia reversible has been completed. The device and data were not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Event description:
The user facility reported a 60-year-old female in acute myocardial infarction/cardiogenic shock was emergently implanted with an impella cp device for mechanical circulatory support. The patient developed ischemia during impella cp support. It was noted that an iliac/femoral angio showed no distal flow around the impella introducer. As a result, the decision was made to explant the pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿